Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to procedure the riata lead was scanned and externalized conductors were revealed. The lead remains implanted and in use. The patient will be followed normally.